Manufacturer narrative:
Submit date: 10/11/2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/13/2010 that a customer had an issue with a hemodialysis catheter. The customer reports on (B)(6) 2010, a tunneled dialyses catheter was placed. Pt was undergoing dialysis on (B)(6) 2010, when it was noticed there was a laceration-like defect externally along the clear portion of the catheter adjacent to the region of one of the plastic built in clamps. The catheter was explanted and a new catheter was inserted.